Manufacturer narrative:
Event date approximate. Refer to manufacturer report #3004209178-2017-21563 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient needed to turn therapy off for their rotator cuff surgery. The patient fell and tore a tendon and so they needed surgery. The fall was related to parkinson's and being unable to coordinate so they lost their balance. No patient symptoms or further complications were reported as a result of this event.